Manufacturer narrative:
Additional information: the protective sheath/ stylette was not difficult to remove. At the first inflation, the resolute onyx was inflated at the lesion site at nominal pressure for approximately 10 mins without any issue. The device was not moved or re-positioned while inflated. After the first inflation the resolute onyx failed to deflate at the lesion site. No resistance was encountered while advancing the device to the lesion. It was also reported that when the resolute onyx was not used it was placed in saline solution. Usage time from first use to next device was 5 hours instead of 3 hours. The physician also reported that calcification was so strong that non medtronic devices were also broken or damaged. Per the physicians, it was suspected that the deflation could be performed as the tip of the resolute onyx device may have been crushed. Correction the vessel had chronic total occlusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: detachment occurred prior to insertion of the resolute onyx. The hypotube detachment occurred when the resolute onyx was in the patient. The detached hypotube was removed via the guide catheter. Deflation could not be performed as the tip of the resolute onyx device may have been crushed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: device returned for evaluation. The device returned with a detachment on the hypotube 144.5cm proximal to distal tip. The hypotube material was oval and jagged at the detachment site. The proximal detached portion did not return for analysis. A kink was evident on the hypotube 17.5cm distal to the detachment site. The balloon folds returned expanded and contrast was evident in the balloon. Crimp impressions were visible on the exposed balloon surface. The device could not be inflated due to the detachment of the hypotube, therefore deflation testing could not take place. No other damage was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was previously reported that the resolute onyx was inflated 3 times for a period of 20 seconds during the first attempt to use the device. However, the device failed to cross the lesion during the first attempt to use the device. The lesion was pre-dilated with a non-medtronic device 3 times for 20 seconds. The lesion was in good condition after pre-dilation. It was reported that the device failed to cross to the lesion. When the device was removed from the patient, the device was returned to its original hoop package with the inflation device still connected. The balloon was inflated for about 10 minutes when the deflation difficulty occurred. The device returned for evaluation with a detachment on the hypotube. It was reported that the hypotube of the resolute onyx was broken in an attempt to deflate the balloon. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx rx coronary drug-eluting stent was used to treat a moderately tortuous, severely calcified lesion located in the right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed with issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. It was reported that upon attempting implantation, the device failed to be delivered. The device was inflated 3 times for a period of 20 seconds. It was reported that the device was returned to saya with the inflation device seemingly connected, and when the device was used after approximately three hours, the deflation could not be performed. The device failed to deflate at the lesion site. It was also reported that removal difficulties were also encountered. The balloon was subsequently broken using a 5fr guide catheter. The patient was reported to be alive with no injury.